Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b.5., b6, d4, d6b., h4, h.6.

Event description:
Healthcare professional later reported rupture with free silicone. Device has been explanted. Capsular contracture baker grade I is not considered serious and will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade I.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade I. Device remains implanted.